Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). No code available used to capture need to lengthen incision. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with three (3) 7.3mm cannulated screws and three (3) 13.0mm washers on (B)(6) 2017 to treat a sub capital hip fracture. Patient presented to emergency room on (B)(6) 2017 complaining of pain. X-rays showed fracture healed and one of the screws had cut out proximally. Patient underwent hardware removal on (B)(6) 2017. There were no reported issues with the washers or other two (2) screws. The surgeon easily removed the first screw and experienced difficulty removing the first washer. The incision was slightly extended in order to remove the washer. Once the incision was made, the surgeon easily removed the first washer and removed the two screws and two washers without issue. There was an approximate five minute surgical delay. Patient was not revised to any additional hardware, as the fractured healed. The procedure was completed successfully and the patient was reported to be stable. Pc-000057062 addresses the screw cut out and hardware removal. This report addresses the difficulty with removal of the washer and incision extension. Concomitant devices reported: 7.3mm cannulated screw, 16mm thread, stainless steel (partial part 208.8xx, lot number unknown, quantity 1), 7.3mm cannulated screw, 32mm thread, stainless steel (partial part 209.8xx, lot number unknown, quantity 1) and washers 13.0mm (part #: 219.99, lot number unknown, quantity 3). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Updated quantity for concomitants. Device was used for treatment, not diagnosis.

Event description:
Concomitant devices reported: 7.3mm cannulated screw, 16mm thread, stainless steel (partial part # 208.8xx, lot # unknown, quantity of 2), 7.3mm cannulated screw, 32mm thread, stainless steel (partial part # 209.8xx, lot # unknown, quantity of 1) and washers 13.0mm (part # 219.99, lot # unknown, quantity of 2).